Event description:
The funeral home reported that the patent died in a nursing facility due to natural causes resulting from metastatic lung cancer. It is not believed that the vns products were removed prior to burial, as funeral home only explants products for cremations. An internal manufacturer review of the death classified the death as unlikely sudep.

Event description:
It was reported that the vns patient passed away on (B)(6) 2010. The cause of death and its relationship to vns are unknown. Based on the limited available information about the patient¿s death, an internal classification has determined that the death may be possible sudep. No further information relevant to the patient¿s death has been received to date.